Manufacturer narrative:
Reported event: an event regarding a mechanical failure involving rio surgical arm, catalog: 203999 was reported. Method & results: device history review: a review of the DHR associated with rio 230 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the trial and final tibial baseplates being positioned 2-3mm lateral from where planned. No similar complaints were reported for pn 203999. Conclusion: device inspection could not be performed, no session data was provided. Four communication attempts were made. Device evaluation could not be performed because no session data was provided.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon noticed that the trial and tibial baseplates were positioned 2 - 3 mm lateral from planned. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The surgeon noticed that the trial and tibial baseplates were positioned 2 - 3 mm lateral from planned. The outcome of the case was successful.